Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the b30 error was due to a temporary poor connection of the light source cable, which resulted in abnormal communication of the scope signal. The b30 error was resolved by reconnecting the light source cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed after a 5 minute delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon reseating the light source cables, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.